Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance on the right atrial (ra) channel. It was noted that there was noise on this lead, which resulted in oversensing. The device's sensitivity was reprogrammed, but the device undersensed the atrial signals. Technical services (ts) provided resolution options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance on the right atrial (ra) channel. It was noted that there was noise on this lead, which resulted in oversensing. The device's sensitivity was reprogrammed, but the device undersensed the atrial signals. Technical services (ts) provided resolution options. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance on the right atrial (ra) channel. It was noted that there was noise on this lead, which resulted in oversensing. The device's sensitivity was reprogrammed, but the device undersensed the atrial signals. Technical services (ts) provided resolution options. The device remains in use. No adverse patient effects were reported.